Event description:
It was reported, the telescope had a blurry image and the distal lens was damaged. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. The user facility was contacted to obtain additional information and to check the status of the subject device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and correction to the initial report. The initial medwatch reported the telescope had a blurry image and the distal lens was damaged. Upon the return of the subject device, it was confirmed, that there were no reportable malfunctions associated with the subject device. Per the legal manufacturer, this issue is not likely, to cause or contribute to death or serious injury if the malfunction were to recur. The device history record was unable to be reviewed for this device, since the provided serial number is incorrect and/or we are unable to find the manufacturing order for the serial number provided for this product. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since no device malfunction was confirmed, during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.